Event description:
On (B)(6) 2022 a patient underwent a port placement procedure using the MRI powerport isp. On (B)(6) 2025, during hospital maintenance the patient allegedly experienced resistance during aspiration. It was further reported that the catheter had allegedly found ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one x-ray image was provided for the review. The image shows catheter extends from the port traveling in an infraclavicular course to end in the superior vena cava. There is contrast in the port that extravasates several centimeters from the connection to the port. The catheter appears to be thin in this area. This image demonstrates a port with a leak coming from the catheter. The images indicate that the catheter has somehow elongated. Therefore, the investigation is confirmed for the reported fluid leak, fracture, suction problem and identified stretched issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, image was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022 a patient underwent a port placement procedure using the MRI powerport isp. After that sometimes 3 years 4 months and 8 days post procedure, during hospital maintenance the patient allegedly experienced resistance during aspiration. It was further reported that the catheter had allegedly found ruptured. There was no reported patient injury.